Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date of birth - 1944. (B)(4). This product is not cleared for distribution in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k051411. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2016-04135 & 3002806535-2016-00789/00790/00791).

Event description:
It was reported that patient underwent a right hip revision procedure approximately one month post-implantation due to two luxations. During the procedure, the femoral head, acetabular cup and liner were removed and replaced.